Event description:
It was reported that there was noise on the right ventricular (rv) lead. The lead was explanted and replaced. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.